Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part:03.501.080. Lot:l622337. Manufacturing site: werk hagendorf. Supplier: na. Release to warehouse date: 19 oct 2017. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported 03.501.080, applic-instr f/sternal zipfix, wasn't working. The gun was not ratcheting or cutting very well. There was no issues in surgery reported. The issue was observed while testing on back table in surgery. The repair technician reported cosmetic test was failed, instrument operation to be smooth and non-binding through entire range of operation failed, cutting tool holder arms are bent and cutting tool handle not staying in place. The cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 12-march-2024 the zipfix applicator in question was not working. The device was not ratcheting and was not cutting sufficiently. There were no issues reported during a procedure, the event was observed while testing on the back table in surgery. The procedure was completed successfully with no surgical delay, a different product was used to continue with the operation. There was no reported adverse patient impact, no additional medical intervention was required. No further information is available. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).